Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they had experienced high blood glucose and the insulin pump had keypad anomaly. The customer¿s blood glucose level was 44 mg/dl, 267 mg/dl and 279-190 mg/dl. The customer was treated with injections. The customer reported that sometimes when entering bolus, the numbers jump. The customer reported that the time clock was advancing. Customer stated that sometimes the pump screen freezes. The customer declined troubleshooting for low blood glucose. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Device was monitored and functioning properly noted. No keypad unresponsive/button error alarm and no frozen screen during testing.